Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that door had failed. A field service engineer removed the smart remote manager from the customers old refrigerator and installed it into their new refrigerator. The system functioned as intended after the field service engineer troubleshooted the device. The contact information was kept blank due to the reported issue that was found by the field service technician while on site.

Event description:
It was reported by the customer that pyxis medstation es system had door failure. The customer reported that a malfunction occurred when the user attempted to dispense medication to the patient. There were no adverse events or injuries reported based on this event.